Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was an unspecified product performance issue with this pacemaker. Attempts to obtain additional information were unsuccessful. Current status of device and patient impact remain unknown.